Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3696 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3696 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the right implanted device extends 1.5 cm into the myometrium and is remarkable for a surrounding cystic cavity containing red-brown fluid") in a 44 year-old female patient who had essure inserted (lot no. 827924) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3696 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: uterus, cervix, and bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: cervix -endocervical and ectocervical mucosa with benign nabothian cysts and no other significant pathologic findings. Negative for dysplasia or malignancy. Endometrium- inactive to weakly proliferative endometrium. No evidence of hyperplasia or malignancy identified. Myometrium - adenomyosis. Adenomyosis/endometriosis identified in an area associated with the right silver coiled implant device. No evidence of malignancy identified. Right and left fallopian tubes -bilateral fallopian tube with no significant pathologic findings. No evidence of malignancy identified. Comment: a right and left metal coiled implant device are identified grossly. Microscopic description: a complete microscopic examination is performed. Gross description: the myometrium is light pink and trabecular with a thickness of 2.1 cm. The endomyometrium border is distinct. The right and left cornu are remarkable for silver metal coiled implanted devices the right implanted device extends 1.5 cm into the myometrium and is remarkable for a surrounding cystic cavity containing red-brown fluid. The attached 6.5 x 0.6 x 0.6 cm fimbriated right fallopian tube with no abnormalities. The tube is serially sectioned to reveal a pinpoint lumen. The attached 7.9 x 0.6 x 0.5 cm fimbriated left fallopian tube with no abnormalities the tube is serially sectioned to reveal a pinpoint lumen lot number: 827924 manufacture date: (B)(6) 2011 expiration date: (B)(6) 2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the right implanted device extends 1.5 cm into the myometrium and is remarkable for a surrounding cystic cavity containing red-brown fluid") in a 44 year-old female patient who had essure inserted (lot no. 827924) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3696 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: uterus, cervix, and bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: cervix: endocervical and ectocervical mucosa with benign nabothian cysts and no other significant pathologic findings. Negative for dysplasia or malignancy. Endometrium inactive to weakly proliferative endometrium. No evidence of hyperplasia or malignancy identified. Myometrium: adenomyosis. Adenomyosis/endometriosis identified in an area associated with the right silver coiled implant device. No evidence of malignancy identified. Right and left fallopian tubes: bilateral fallopian tube with no significant pathologic findings. No evidence of malignancy identified. Comment: a right and left metal coiled implant device are identified grossly. Microscopic description: a complete microscopic examination is performed. Gross description: the myometrium is light pink and trabecular with a thickness of 2.1 cm. The endomyometrium border is distinct. The right and left cornu are remarkable for silver metal coiled implanted devices the right implanted device extends 1.5 cm into the myometrium and is remarkable for a surrounding cystic cavity containing red-brown fluid. The attached 6.5 x 0.6 x 0.6 cm fimbriated right fallopian tube with no abnormalities. The tube is serially sectioned to reveal a pinpoint lumen. The attached 7.9 x 0.6 x 0.5 cm fimbriated left fallopian tube with no abnormalities the tube is serially sectioned to reveal a pinpoint lumen quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Event medical device removal is replaced with event device embedded. Lot number added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.